Manufacturer narrative:
The device was not returned for analysis. Va corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, the placement at the bifurcation effected the ability of the device to deploy correctly causing the difficult to open or close and the unintended system motion; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch mw5161779 report received stating: as reported by the (B)(6) field clinical specialist, a cutdown was performed, perclose failed to anchor and during cutdown surgeon recognized initial puncture was at the bifurcation. Vascular intervention was performed. There was no allegation of any (B)(6) device that caused the event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".